Event description:
It was reported that the patient presented with the implantable cardiac monitor completely outside of the pocket one day post implant. It was noted the device eroded through the pocket while the patient was doing manual labor. The device was left explanted and was not replaced. There were no patient consequences.